Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. X-rays were taken and sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system. The patient was referred for surgery. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that surgical lead replacement due to lead discontinuity and surgical generator prophylactic replacement were successfully completed on 01/05/2015. The explanted devices were received by the manufacturer on 01/23/2015 and are currently undergoing analysis.

Event description:
Analysis of the generator found no anomalies. Analysis of the lead found fracture and corrosion on the positive and the negative coil.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.